Event description:
The customer contact reported sparks were noted at the male end of the ac power cord. On an unspecified date and time, it was reported prior to pt use, sparks were noted when the nurse plugged the device into the ac outlet. The device was removed from clinical service. There were no adverse effects to the nurse. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.